Manufacturer narrative:
One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. The device was visually inspected, with no physical damage or anomalies observed. Functional testing was performed, during which a leak was detected at the tubing bond downstream of the 3 y connector (between items 5 and 6). A slight channel was noted within the bond. The complainant¿s allegation was confirmed. The probable cause was identified as a solvent application error during manufacturing.

Event description:
It was reported that, after connecting the IV set to the device, fluid leaked from the lower part of the spike. Per reporter, the event occurred immediately on use at the hospital. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.